Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 221 mg/dl. Customer was assisted with troubleshooting. The customer stated that size of air bubbles was half the size of the bottom of the reservoir. The reservoir and the insulin pump will not be returned for analysis.